Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2017 with the following findings: during investigation, all the keypad buttons responded properly. No physical damage was found to the keypad. The keypad was removed to find no contamination or physical damage. The pump was opened to find moisture on the keypad flex connector. The under responsive ok keypad button was unable to be duplicated.